Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was unable to pass through patient¿s native axillary artery. Decision was made to place an impella cp via axillary access. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was patient condition related due to patient¿s native axillary artery unable to pass 5.5 pump.